Manufacturer narrative:
At the 1-month follow-up, the pt's anginal status was asymptomatic. All post-procedure medications remained the same. There were no adverse events reported. At 1 3/4 month after the procedure, a lesion in the distal right coronary artery (rca) with 74% stenosis was treated. The residual diameter stenosis measured 0%. Angiographic data regarding the lesion treated during the index procedure was not documented. At the 6-month follow-up interval, the pt's anginal status was asymptomatic. All post-procedure medications remained the same. Coronary angiography with repeat pci was indicated. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.

Event description:
As reported by the study, percutaneous coronary intervention (pci) was being performed on a long lesion in the left anterior descending artery. After the first of four stents was deployed, there was insufficient flow, which was treated. This pt presented to cardiac catheterization unit with stable angina pectoris as the main indication for treatment and 3-vessel disease was found. A staged procedure was planned for cardiovascular safety. Pre-procedure medications included aspirin, clopidogrel, other lipid lowering drugs. Ace inhibitors and beta-blockers. Intra-procedure medications included aspirin, clopidogrel, reopro and unfractionated heparin. Pre-procedure cardiac enzymes were not documented. Pci was performed on a de novo lesion in the distal to proximal left anterior descending artery of 90mm in length in a 3.99mm vessel diameter at a bifurcation requiring double guidewires. The (type c) lesion was not ostial. Add'l lesion/vessel characteristics were not provided. The lesion was pre-dilated with a 2.0x15mm balloon at 20 atmospheres (atm) before four overlapping stents were deployed. A 2.25x18mm cypher select plus stent was deployed at 12 atm with satisfactory results. However, there was insufficient flow after this stent was deployed and post-dilatation was done with a 5.0x15mm balloon at 16atm to treat it. Then another 2.25x18mm cypher select plus stent was deployed at 20 atm with satisfactory results. Post-dilation was done with the 5.0x15mm balloon at 16atm because the stent was not fully expanded. Then a 2.75x28mm cypher select plus stent was deployed at 24 atm with satisfactory results. Finally, a 3.5x28mm cypher select plus stent was deployed with satisfactory results. Post-dilatation was done with a 2.0x15mm balloon at 12 atm due to a bifurcation. There were no procedural complications documented. The residual diameter stenosis measured 0%. Pre and post procedure thrombin inhibition in myocardial infarction (timi) flow was not documented. Intra-vascular ultrasound (ivus) was not used. Post-procedure cardiac enzymes were not documented. The pt was not discharged. One day later. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, other lipid lowering drugs (unspecified), statins, ace inhibitors and beta-blockers.